Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient was having a lead revision done today ((B)(6) 2012) to optimize lead positioning/placement. A por (power on reset) condition was also noted which occurred 2-3 weeks ago. There was no known emi (electromagnetic interference) event associated with it. It wasn't a low battery por. Follow up reporting noted that the lead revision was successful with a lead placed on the patient's right side. The reason for the revision was because, the patient was having issues emptying her bladder fully when she previously had been doing great. The patient also had a 2 - growth spurt since placement so the lead was not in the exact place it was originally placed due to patient growth. Everything seemed to be fine now and the patient had a pvr (post void residual) of zero yesterday.

Manufacturer narrative:
Product ID 3889-28, lot# v830059, serial# implanted: 2011 (B)(6), explanted: product typ lead product ID 3037 lot#, serial# (B)(4) implanted: explanted: product typ programmer, (B)(4).